Manufacturer narrative:
It was reported that the ess advised the customer per the IFU on the reprocessing steps that should be conducted and how to leak test, brush and flush the scope to the manufacturer guidelines. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the manual. The device was not returned to olympus and could not be inspected. Nonconformity of the device was not found during ess¿s in-service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, based on past investigation results, facility staff were presumably less trained in reprocessing and/or device handling in accordance with IFU. In additional, the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. Olympus advised and provided the user with the recommended correct reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
The olympus endoscopy support specialist (ess) was requested by the customer for observation and training on cleaning/reprocessing of the evis exera iii colonovideoscope. It was reported that during the ess visit, the olympus ess noticed that the customer did not have a mu-1 leak tester available and claimed their aer (evotech) performs the leak testing. In additional the customer was submerging scope in detergent and water before performing leak testing in the aer and using non-olympus brushes during cleaning/reprocessing. The reported malfunction occurred at reprocessing during an ess visit. There was no user issue reported by customer. There was no patient involvement, or user injury associated with this event.